Event description:
Philips received a complaint on the v60 ventilator indicating that the blower was not running. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that after setting the flow of the ventilator, the blower amps and volts increased but the blower rpm stayed at 3000 rpm. The rse advised the customer to replace the blower and provided the part information for the part. In a good faith effort (gfe) response from the customer received, it was confirmed that the blower assembly was replaced. The customer did not provide what testing was completed to confirm the device had returned to full functionality but did confirm that the device had been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.